Event description:
It was reported that the balloons ruptured. A 2.0mmx20mmx143cm nc quantum apex and a 4.0mm x 15mm wolverine peripheral cutting balloon were used for dilation respectively. However, during the procedure, both balloons ruptured upon first at 12atm when inflated for a few seconds. The devices were removed from the patient's body without any problem using the normal method and procedure was completed with another of the same device. No complication reported and the patient was in good condition post procedure.

Event description:
It was reported that the balloons ruptured. A 2.0mmx20mmx143cm nc quantum apex and a 4.0mm x 15mm wolverine peripheral cutting balloon were used for dilation respectively. However, during the procedure, both balloons ruptured upon first at 12atm when inflated for a few seconds. The devices were removed from the patient's body without any problem using the normal method and procedure was completed with another of the same device. No complication reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 20mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.